Event description:
It was reported that the device exhibited an increased capture threshold in bipolar and no capture in unipolar. It was determined that the lead had perforated the heart. A lead revision was performed without complication.